Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated patient had no more trouble since they talked to manufacturer representative and got their battery turned on. The patient did not talk to the healthcare provider. It was also reported that turning the therapy back on resolved the return of diarrhea and this was the best thing tp ever happen to them in the last 30 years.

Event description:
The consumer reported that the patient experienced a loss or change of therapy since (B)(6) 2016. The patient started having bad diarrhea all night, just like before the implant. The patient hadn't used the controller at all and now saw a poor communication screen. The patient was eventually able to connect and fount that stimulation was off. The patient didn't feel stimulation. There were no trauma or falls that could be related to the issue. The patient successfully turned stimulation on and would monitor their symptoms. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.